Event description:
The end user states the battery will not hold a charge as long as it used to. The end user states the joystick shows full charge, then will not show any battery life. This is the second time this has been an issue (B)(4).